Event description:
It was reported by the customer that the cartridge was cracked. It was additionally reported that the label on the cartridge package was missing the lot number. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.